Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported receiving a motor error alarm on the insulin pump during fixed prime. Blood glucose level was 420 mg/dl at the time of the call. Customer's father does not recall any significant events leading up to the error alarm. No further information was provided.